Event description:
On 10th june 2026, it was reported by an arthrex employee via email that for an ar-1588btb-2j, tightrope® ii btb, with deploying suture, postoperatively, the implant's fixation became detached, requiring a second surgery. The initial surgery was performed on (B)(6) 2026, and the second surgery was performed on (B)(6) 2026. This was detected postoperatively after an acl reconstruction surgery on (B)(6) 2026 after the doctor reviewed the postoperative x-ray images, he informed the patient that a second surgery was necessary. Upon reviewing the images, it was determined that the bone tip inserted into the femoral tunnel had returned to the joint. During the second surgery, the defective product was removed from the body. Additionally, semitendinosus tendon was harvested, and the fixation device was changed to a product from another manufacturer and re-fixed. Graft: qtb (quadriceps femoris tendon with bone). Product attachment location: bone tip. The product was attached to the bone tip of the graft inserted into the femoral tunnel, guided the graft, and the fixation was completed without any discomfort. No significant surgery delay reported for initial and 2nd surgery. All of the product/fragment was removed, and nothing remains in the patient. No additional anesthesia administered to the patient for initial and 2nd surgery. No information about an instrument used to prepare/tap the bone socket for insertion of the implant for initial and 2nd surgery. Bone quality of the patient is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.